Manufacturer narrative:
(B)(4). The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A user facility reported that a dialyzer blood leak occurred during hemodialysis treatment. The leak was reported to be internal. No dialyzer damage was visible. The machine did alarm. A blood test strip was used and it tested positive. The patient's estimated blood loss was 100 to 150ml. No adverse effects were experienced by the patient as a result of this event and no medical intervention was required. Reportedly, the patient completed treatment with a new set-up on the same machine. The device was not available for a manufacturer evaluation as it was discarded by the user facility.

Manufacturer narrative:
The reported complaint is not confirmed as the complaint device was not available for manufacturer evaluation. As such, a definitive conclusion regarding the complaint incident cannot be reached without a physical examination of the complaint device. Review of the batch production record (bpr) did not reveal a probable cause for the customer complaint. A records review was performed on the reported lot. An investigation of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process. In addition, the batch record review confirmed the labeling, material, and process controls were within specification. All lot release criteria were met.